Manufacturer narrative:
Analysis found no evidence of anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacture representative reported a new implant kept showing high impedance values intra-operatively. The lead was reinserted several times and they kept seeing high impedance values even at 3 v. The implantable neurostimulator (ins) was replaced and there were no further issues. The patient was programmed and everything looked fine. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.